Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine abdominal pacemaker replacement procedure, the physician experienced difficulty removing this right atrial (ra) lead from the device header. The setscrews had been loosened, but extra force was needed to pull the terminal pin from the device and the lead was damaged. The physician felt the lead was brittle in the area near the device. The lead was not tested on the pacing system analyzer (psa) but was connected to the new pacemaker. No issues were encountered with the chronic right ventricular (rv) lead. The ra lead pacing impedance measurement was high, out-of-range at 3,000 ohms and pacing thresholds were increased, with small p-waves of 0.5v. Sensing was stable when sensitivity was programmed to 0.25v. Noise was reported on the ra channel when the lead was connected to the device, but this resolved after the device was placed in the pocket and was not observed in the post-operative check. It was noted the patient had strong allergies to titanium and silicone; the device was coated in parylene and the chronic ra lead that was implanted in 1997 had been stripped of silicone prior to implant. Therefore, the ra lead was kept despite the suboptimal measurements. The device was programmed to vddr mode, and the ra and rv leads were programmed to the bipolar configuration. No adverse patient effects were reported. When the field representative contacted the hospital four days later to check on the patient and device, they were told that all was well and there were no concerns with the patient and system.